Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported missing segments on the customer's adc blood glucose meter display, reporting the 'I' was missing from the displayed 'hi' (reading greater than 500 mg/dl) message. It was further reported the customer experienced feeling "very sleepy" and a loss of consciousness, so he was taken to a hospital where a blood glucose result of 600 mg/dl was obtained on a hospital meter. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This also serves as a correction report. Section (pmda510k#) was incorrectly documented in the initial MDR 30 day report. Section has been updated.

Event description:
Caller reported missing segments on the customer's adc blood glucose meter display, reporting the 'I' was missing from the displayed 'hi' (reading greater than 500 mg/dl) message. It was further reported the customer experienced feeling "very sleepy" and a loss of consciousness, so he was taken to a hospital where a blood glucose result of 600 mg/dl was obtained on a hospital meter. Customer was diagnosed with hyperglycemia and treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.